Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced hyperglycemic event (B)(6) 2026 due to insulin flow blocked alarm. The blood glucose was high for less than one hour and was treated with manual bolus.